Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp11686 showed no other similar product complaint(s) from this lot number.

Event description:
Patient complained of pain near PICC insertion site during administration of chemotherapy. On investigation redness and swelling, extravasation suspected due to possible catheter fracture. PICC removed. Hole found at 10cm. Patient treated with hyaluronidase.